Manufacturer narrative:
(B)(4). It was reported that during the case, suddenly, the ECG signals were not visible. Signals were lost on carto and ep system. The returned device was electrically tested and it was found within specification.the device history record (DHR) was reviewed and no anomalies were found related to this failure mode. In addition, DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Event description:
It was reported that during the case, suddenly, the ECG signals were not visible. The customer changed the cable with no success. When the catheter was changed, the issue was solved. The case was completed with no patient consequences. On (B)(6) 2012, it was confirmed by the customer that both signals were lost (carto and ep system), making this event reportable.

Manufacturer narrative:
Investigation is still in process. A supplemental 3500a will be submitted to the FDA as required when analysis is completed. (B)(4).